Event description:
As reported from field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 7 months post tavr, the patient presented with valve failure. The latest echo report reveals severe aortic stenosis, moderate residual aortic regurgitation, and no evidence of paravalvular leak. The peak transaortic velocity (vmax) is 4.4 m/s. The peak aortic valve gradient is 78 mmhg. The mean aortic valve gradient is 46 mmhg. The calculated aortic valve area and area index by the continuity equation are 0.6 cm2 and 0.4 cm2/m2. The patient was recently started on warfarin therapy for recurrent halt. The initial halt was noted shortly after initial surgery and was successfully treated with warfarin. However, gradients have been continually increasing over the last 3 years with evidence of recurrent halt. Patient was sent for redo tavr consultation; however, the decision was made to treat with warfarin for 6 to 8 weeks with repeat echocardiogram. Echo done before most recent visit shows mild improvement in gradients. Patient feels slightly short of breath but denies any significant chest pain, orthopnea, palpitation, edema, dizziness, or syncope. Although patient has been treated with warfarin for several weeks there has only been a slight improvement in the gradient across the aortic valve. After reviewing the echocardiogram, it was decided to go ahead with tavr protocol cta and schedule patient with CT surgery team to discuss savr versus valve in valve tavr. No surgical date has been set yet. The patient is still deciding between savr or tavr.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information in imaging review and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Section h6 device code and clinical code have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and it was observed that the valve appeared under expanded mid-valve as well as only mild calcium on the right-facing leaflet. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient-s anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of thrombosis. The exact cause of the reported thrombosis was unable to be determined but may have been due to the mechanisms described above and/or patient factors (cad , hypertension, mild arthersclerosis, and hypercholesterolemia). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on provided imagery. The available information suggests that patient factors, including hypertension, mild arthersclerosis, and hypercholesterolemia, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 7 months post tavr, the patient presented with valve failure. The latest echo report reveals severe aortic stenosis, moderate residual aortic regurgitation, and no evidence of paravalvular leak. The peak transaortic velocity (vmax) is 4.4 m/s. The peak aortic valve gradient is 78 mmhg. The mean aortic valve gradient is 46 mmhg. The calculated aortic valve area and area index by the continuity equation are 0.6 cm2 and 0.4 cm2/m2. The patient was recently started on warfarin therapy for recurrent halt. The initial halt was noted shortly after initial surgery and was successfully treated with warfarin. However, gradients have been continually increasing over the last 3 years with evidence of recurrent halt. Patient was sent for redo tavr consultation; however, the decision was made to treat with warfarin for 6 to 8 weeks with repeat echocardiogram. Echo done before most recent visit shows mild improvement in gradients. Patient feels slightly short of breath but denies any significant chest pain, orthopnea, palpitation, edema, dizziness, or syncope. Although patient has been treated with warfarin for several weeks there has only been a slight improvement in the gradient across the aortic valve. After reviewing the echocardiogram, it was decided to go ahead with tavr protocol cta and schedule patient with CT surgery team to discuss savr versus valve in valve tavr. No surgical date has been set yet. The patient is still deciding between savr or tavr. A complex review of the 3mensio was completed and noted an under-expanded 23mm s3 measuring 21.4mm at mid valve. Position looks good. The leaflets show some thickening at the commissures, but no obvious halt. There is only mild calcium on the right-facing leaflet.